Event description:
The patient slipped on ice and fell. The device subsequently stopped working; the patient's symptoms returned. Reprogramming was unsuccessful. X-rays showed that the device had not migrated. The device was replaced. It was noted that the patient recovered without sequelae.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete, and/or when additional information is received from the hcp.